Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by the user facility that a saline bag was back filling during recirculation. A patient was not connected to the machine at the time of the incident therefore there was no patient involvement. Technician replaced value 43 on the device.